Event description:
It was reported that a user attempted to pair a freestyle libre 3 plus sensor to the ilet system but initially scanned the sensor using the freestyle libre app, resulting in the sensor being in use by another device and unable to connect to ilet; the user then received guidance to apply and pair a new sensor with ilet, and the new sensor entered warmup as instructed. No adverse symptoms were reported. Outcomes included no interruption to therapy beyond the sensor warmup period and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education on correct pairing workflow using the ilet interface and mobile app. Investigation of this case revealed that the original sensor was locked to a non-ilet application by design, preventing ilet connection, and that replacement with a newly applied sensor resolved the pairing issue. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to an incompatible application leading to expected device behavior.